Event description:
It was reported that the patient had a ventricular fibrillation arrest due to the possible sensing of noise. It was also reported that there was a decrease in lead impedance and high threshold. The lead and device remain in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.